Manufacturer narrative:
(B)(4). The complaint device was not returned and it was discarded by the customer, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the customer's ideal suture grasper 45 left broke at the tip during a shoulder procedure. There were no patient consequences or delays. No parts of the device fell into the patient. The case was completed with a competitor product. The device was discarded by the customer.